Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The available information suggests the lead was retained by the hospital. If information is provided in the future, or following analysis if the lead is returned, a supplemental report will be issued. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the reported clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing with pacing inhibition. It was determined the lead had dislodged. The lead was repositioned. Approximately a week later the lead exhibited elevated threshold measurements. The patient underwent an additional procedure at which time the lead was explanted. It was noted at the second revision the lead appeared to have insulation damage, possible due to twiddler's syndrome. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing with pacing inhibition. It was determined the lead had dislodged. The lead was repositioned. Approximately one week later the lead exhibited elevated threshold measurements. The patient underwent an additional procedure at which time the lead was explanted. It was noted at the second revision the lead appeared to have insulation damage, possibly due to twiddler's syndrome. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The available information suggests the lead was retained by the hospital. If information is provided in the future, or following analysis if the lead is returned, a supplemental report will be issued.